Manufacturer narrative:
One (1) photo was shared by the customer, where the neutron set is observed inside a plastic bag, however, no leaks, damage, or anomalies are observed on the photo. One (1) used. List #081-nc100, neutron¿ was returned for evaluation. As received an unknown fluid residual was observed inside the sample. No mating device was returned for evaluation. The returned device was tested as per procedure and an internal leak was observed. Once the sample was dissembled a tearing on the top of the seal was observed. Complaints of leakage can be confirmed based on the physical sample evaluation. The probable cause of the torn top seal is typically due to an incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event involved a neutron¿ where it was reported there was leakage between upper and lower housing. The event occurred during infusion. The involved/mating device was a catheter. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no adverse operation consequences, and no med/surg intervention required. The device was changed out/replaced. There was patient involvement, however, no patient harm. (B)(4) 27-aug 2024.